Manufacturer narrative:
The insulin pump passed displacement test and selftest. Hardware low level failure alarm (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm and complete the rewind. The self test was performed and it was passed. Customer will return device for analysis.